Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incorrect reading of cylinder power during intraoperative aberrometry during cataract surgery. She reports the cylinder reading is completely unreliable, she rotated the lens according to rotation recommendation and ended up with two diopters of cylinder. He reports during capture the cylinder readings were all over the place. Additional information received, the surgeon reports she went with her preoperative plan and did not use the system measurements.

Manufacturer narrative:
With out additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).